Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an inaccurate fill estimate was received. Additionally, it was reported that a cartridge broke during the removal process. A cartridge change was performed to address both issues. Customer's blood glucose level was not impacted by these events. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge issue was verified. No failure related to the reported fill estimate issue was identified.